Event description:
The laparoscopic trocar was inserted into this incision into the abdominal cavity and again the gas source, light source, and camera were then connected. There was no apparent injury to the bowel upon inserting the trocar. The defect that was noted at the vaginal cuff was closed with 2 figure-of-eight sutures using the ethicon endo-stitch. In the process of using the endo-stitch, there was a small teeny fragment of the needle that was lost, was found. An attempt was made to remove it and after picking it up with the pickup forceps, between picking it up and getting it out of the abdomen, the small tip of this needle which was probably less than one tenth of a centimeter long, maybe less than a sixteenth of a centimeter long was not found and so an x-ray was done intraoperatively and there was no evidence of needle tip noted in the pelvis.